Event description:
Based on information reported to davol: it was reported that when opening the packaging, the customer found seven units of the ten received with cracked/ damaged blister trays that compromised the sterility of the products. The damage was noted upon receipt of the product and there was no patient involvement as the product was not used. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
Visual examination of the seven returned devices confirmed that the units had various degrees of cracked/ broken blisters. The blister packaging seals were found to be completely intact and not compromised. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blisters is clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that the product is sterile unless package is damaged or open.